Event description:
It was reported that the patient required an MRI and the removal of the loop recorder was performed prior to the MRI.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.